Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose, prime rewind and air bubbles. The customer had no symptoms and treated with glucose tablets for lows and pen for insulin for highs. Customer's low blood glucose at time of incident was 53 mg/dl high blood glucose was 466 mg/dl and blood glucose 288 mg/dl. Customer declined to troubleshoot for low and high readings. Customer reported that the infusion set had lots of air bubbles in tubing. Drive support cap appears normal. The insulin pump will not be returned for analysis.